Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. E1: patient city: (B)(6). Patient country: canada. Name: medtronic minimed, street: 18000 devonshire street, city; northridge, state: ca, zip code: 91325, country: united states. Complaint investigation results: review of complaint record database (tw) event description and all available information was completed and no lot number specific information identified. Requests for lot specific information were sent to the customer but were unable to be provided. Complaint was classified as serious injury under malfunction code adhesive patch completely detaches during use- detachment / significant wetness. As a result, an investigation was completed at the product family level medtronic extended (ewis) / dhf and malfunction code. See attachment medtronic extended adhesive complaint closure investigation may 2026' for more information in the child record database (tw). Corrective and preventive action (CAPA) determination: during the investigation CAPA-2010953 was identified, it was opened 18-sep-2024 for adhesive related complaints and bounding covers medtronic extended (ewis) products and the time period reviewed. Root cause of problem: customer complaint reporting for medtronic extended (ewis) includes a large number of reports related to accidental misuse where the infusion set, and adhesive patch have been accidentally pulled off during its extended period of wear (compared to 3-day adhesives). This is not a result of the design and manufacturing of the adhesive and artificially increase the overall complaint data for medtronic extended (ewis). Corrective action as a result of the investigation: all corrective actions related to medtronic extended (ewis) have been implemented. Summary conclusion: based on the information available, the investigation has been completed and all applicable requirements were reviewed and found to be met. The complaint is confirmed, as the alleged malfunction is consistent with a known issue that is being addressed under the pre existing CAPA 2010953. As this complaint falls within the scope of the identified trend, no further complaint specific investigation will be conducted. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient experienced infusion set fell off. And reported high blood glucose and got treated with syringes on (B)(6) 2025.